Event description:
During the paroxysmal supraventricular tachycardia procedure, blood leaked from the sheath valve when operating the ablation catheter through the agilis sheath and when the catheter was withdrawn. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.